Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under deliver was noticed. It was reported that the pump reads 148 ml given, 0 ml left; however, drug left in the bag was 7%. No patient injury reported.